Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient's device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life. There is no way to determine why the longevity did not match the predicted model. Visual examination of the connector noted blood ingress/body fluid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.